Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in the communication failure of this unit.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during an in-office interrogation, communication with this device was unsuccessful. The field representative used two different programmers, on two different days, without success. Boston scientific's technical services (ts) was called for assistance. Ts confirmed that the device was correctly selected from the programmer menu and further communicated they should consider placing a magnet over the device and check for tones. No resulting adverse patient affects were reported. The field representative later reported no tone annunciation and as such, the device was explanted and replaced. The explanted unit is intended to be returned for laboratory analysis.